Event description:
It was reported that during a cerebral angiogram treatment procedure, "the guide wire stuck to the catheter and had to pull it out slowly using force." There were no reported patient complications. Further information has been requested about this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unk.